Manufacturer narrative:
This swallowed implant will not be returned for evaluation. The likelihood is remote that swallowing an implant would cause death or serious injury because a dental implant is small and cylindrical and passes through the digestive track without requiring medical or surgical interventions and without sequelae. However, due to the surgical/medical intervention that will be required to preclude/resolve issues associated with lost implant, this event is considered a serious injury.

Event description:
A patient reported to his dentist that an implant that had been placed on (B)(6) 2014 had fallen out during the night and had been swallowed. The clinician indicated there was no patient injury.